Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter broke. This was discovered during use. The following information was provided by the initial reporter: when the assistant uncaps the catheter and punctures the skin, the upper end opens in 3 pieces, losing the continuity of the catheter, losing venous access and requesting a new IV catheter.

Manufacturer narrative:
Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter broke. This was discovered during use. The following information was provided by the initial reporter: when the assistant uncaps the catheter and punctures the skin, the upper end opens in 3 pieces, losing the continuity of the catheter, losing venous access and requesting a new IV catheter.